Event description:
It was reported that the user did not announce a meal, experienced hyperglycemia up to 401 mg/dl for about three hours, then announced for a subsequent lunch while remaining elevated, and elected to allow the system¿s correction algorithm to reduce glucose without taking backup therapy. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included complaint intake and troubleshooting with education regarding missed meal announcement and reliance on automated correction. Investigation of this case revealed user-related use error consistent with a missed meal announcement; no device alarms were reported and no device malfunction was indicated. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.